Event description:
Boston scientific crm received info that this right ventricular (rv) lead had increased threshold measurements, the ventricular wave amplitude had decreased and there was a change in sensing. There were ventricular tachycardia episodes stored in the log book. These episodes indicated loss of ventricular capture. A boston scientific crm technical services (ts) consultant recommended increasing the outputs. Ts also suggested that the lead may have moved, which would cause the increased threshold measurements and change in sensing. The pt had good intrinsic conduction and no symptoms. Info was later received that the output was increased to allow the lead to capture. Additionally the physician believed the lead was dislodged and scheduled a repositioning procedure. The rv lead was confirmed to be dislodged. This lead was successfully repositioned with appropriate measurements.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.